Event description:
Healthcare professional (hcp) reports shuttle on uv-flash device did not want to turn easily and broke tip of transfer set during use. Hcp and pt reported that over the past two yrs while pt was using the uv-flash devices, she developed peritonitis. Healthcare professional stated the first time pt presented with cloudy effluent, abdominal pain and high fever. Pt was hospitalized for treatment. Pt rec'd 2 grams vancomycin once a week for 3 weeks and a loading dose of gentamycin 20 mg/liter, then 6mg/liter for 3 weeks. The second time pt presented with cloudy effluent, abdominal pain and fever. Pt was not hospitalized with this event. Pt rec'd same regimen of antibiotics with second episode. Healthcare professional could not provide exact dates of hospitalization. Healthcare professional did state that pt was "very sick with first episode of peritonitis."